Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. Moreover, the catheter was kinked in multiple locations. When the device was plugged into the controller, the image that displayed was of poor quality and visualization was then lost. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel; resistance was felt in the kinked section of the catheter. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of poor image quality. In addition, the working channel sleeve extended from the distal cap when received. Most likely, the working channel sleeve protrusion was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy performed on (B)(6) 2017. According to the complainant, during procedure, the spyscope ds image was lost. Reportedly, there were no visible damage with the device. The procedure was completed with a second spyscope digital access and delivery catheter and the same spyglass ds controller. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.